Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Multiple manufacturers were referenced in the article, but with no manufacturer-lead/product failure correlation. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: long-term performance of modern coronary sinus leads in cardiac resynchronization therapy. Indian pacing and electrophysiology journal. 2014;14(3):112-120. (B)(4).

Event description:
A journal article was reviewed which contained information regarding left ventricular (lv) leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article reported lead dislocations, high impedance and thresholds. The article noted that six of the seven dislocations needed lead revision. Further follow up did not yet yield any additional relevant information regarding the events. No patient complications have been reported as a result of this event.